Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +19.5d), which had already completed 3 adjustment light treatments, was explanted after the patient experienced vision changes following superficial keratectomy (sk) secondary to anterior basement membrane dystrophy (abmd). The eye surgeon stated that the patient's visual outcome after light treatments and before sk was good. An lal+ (sn (B)(6), +23.0d) was implanted as a replacement. Rxsight's first awareness of the event was on 08/08/2024.